Manufacturer narrative:
Follow-up #1: date of submission 02/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings:during investigation, the battery compartment was cracked to the left of the bumper pad at the threads down to the case seal. Unrelated to the original complaint, the pump was unable to power on due to no connection in the battery compartment from rust/corrosion. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no further evidence of moisture internally.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.